Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault-2001 " message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including compressor calibration test and o2 flow test without duplicating the report. An internal inspection of the device found no discrepancies. The flow screens were replaced as a precaution. The device was recertified and retunred to the customer. Analysis of reports of this type has not identified an increase in trend.